Manufacturer narrative:
(B)(4). The patient recovered from the peritonitis. If there is any additional relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced a break in aseptic technique, which led to peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection (inj) vancomycin (1gram od), inj tobramycin (40mg, "od") and inj heparin (25000 international units x0.5ml, "tds") for peritonitis. Outcome for the event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.